Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information from a consumer indicated that the patient had a continual leak that they knew about. Since the device was still functioning, it was decided to leave the pump in so the patient did not have to go through another surgery.

Event description:
The patient was not receiving effective therapy; the patient had increased spasticity. The patient also had a bump near the spinal incision that was fluid collection; the fluid collection was intermittent. A csf (cerebrospinal fluid) leak was suspected. On (B)(6) 2015, the patient was taken to surgery. Upon opening the spinal pocket, a csf leak was noted. It first appeared to be along the catheter entry tract; however, after further inspection, it was determined by the physician that there was a leak from the catheter near the spinal segment connector in the spinal pocket; there was a break in the distal segment. The catheter was revised; the catheter was cut and spliced in the spinal pocket. The csf leak then appeared to resolve. Also during the procedure, while disconnecting the pump segment of the catheter from the pump, the sutureless connector came apart; the metal ring stayed attached and the white rubber tubing pulled off the metal ring, so a new sutureless connector was added and connected to a new pump. The patient status was reported as ¿alive ¿ no injury¿. The device system was delivering lioresal. It was later reported that the patient¿s spasticity and spasms were well controlled after the revision.